Event description:
Customer stated, "he heard a pop then the pad smoked. He only smelled the smoke." The product was returned for investigation. The customer did not claim any injury. The product was approx. 7 years and 2 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator found that the pad had a cut on the cord near the strain relief. This led to the cord coating melting and causing the smoke the customer described. This incident was caused from the customer flexing the cord excessively which caused the cut near strain relief. The customer also admitted to further misusing the pad by laying on it. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". The pad was bunched and stained.